Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the bile duct during a placement of biliary stent procedure performed on (B)(6) 2014. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician began to deploy the stent but then attempted to reconstrain the stent to adjust its position. However, the stent could not be reconstrained. The stent was removed from the patient partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the deployed stent and the delivery system were both returned for analysis. The investigator was able to advance and retract the inner sheath during the product analysis although a slight resistance was noted due to a kink at the proximal end of the clear outer sheath. A visual and tactile examination found that the proximal end of the clear outer sheath was kinked. It was also noted that the inner shaft was also kinked at various positions along its length. A visual and microscopic examination found no issue with the profile of the deployed stent. All markerbands were present and in the correct location. A visual and microscopic examination found no issue with the profile of the reconstrainment band. No other issues were identified during the product analysis. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the bile duct during a placement of biliary stent procedure performed on (B)(6) 2014. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician began to deploy the stent but then attempted to reconstrain the stent to adjust its position. However, the stent could not be reconstrained. The stent was removed from the patient partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.